Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set multiple times. The customer's blood glucose (bg) level was high and an insulin injection was administered to address the bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and resumed insulin delivery.